Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06936) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: essure insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 8. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well. Surgical pathology report: cervix: within normal limits. Corpus: complete proliferative endometrium, benign. Endometrial polyp. Bilateral fallopian tubes: benign tubal tissue. Both fallopian tubes have a metallic coil within the proximal portion of their lumens, grossly consistent with essure devices. The fallopian tubes are otherwise grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on 19-nov-2015: negative. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ pelvic pain¿. Essure lot number was added. Lab data and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D06936) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: essure insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 8. The identical steps were undertaken to insert the essure micro insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well. Surgical pathology report: cervix: within normal limits. Corpus: complete proliferative endometrium, benign. Endometrial polyp. Bilateral fallopian tubes: benign tubal tissue. Both fallopian tubes have a metallic coil within the proximal portion of their lumens, grossly consistent with essure devices. The fallopian tubes are otherwise grossly unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain. Lot : d06936 manufacture date: 2014-09 expiration date: 2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.